Manufacturer narrative:
H4: the lot was manufactured between february 23, 2023 and february 24, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the connection area. A tpn leak was detected at the connection point for the eva bag and the infusion set. There was a slight leak from the inside of the tpn bag without any signs of external damage. This was observed during inspection, prior to patient use. There was no patient involvement. No additional information is available.